Manufacturer narrative:
Potential catalog number - 100/395/560. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the catheter of a portex® custom epidural set severed, and 1.7cm of the catheter was missing. The patient was in for repair of incisional hernia surgery and cholecystectomy. The patient had a previous failed epidural, and a regional anesthesia (epidural and spinal). "T-10 multiple bony obstructions, and once lor to saline, so tried to pass catheter". It was noted that it did not go easily, so the operator took the needle and the catheter out together. "T-11 bony obstructions, and spinal l4-5 bony structures", the procedure was abandoned. At the end of the procedure, the staff realized that 1.7cm of the epidural catheter was missing. The staff could not find the tip outside of the patient. The patient had an ultrasound scan of their back and the tip still could not be found. The patient then had a CT scan, where no evidence of a foreign body was found. No injury was reported.